Manufacturer narrative:
The device was found to have missing foot, battery out of specification, lcd led issue, speaker broken and flow rate accuracy deviation beyond ±5% specification. The device was repaired and retested to meet all the specifications. (B)(4).

Event description:
Unknown issue.